Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the arteria cruralis. The command 18 guide wire was advanced with a non-abbott balloon catheter and the femoral artery occlusion was opened. The balloon catheter could not be withdrawn over the command therefore the devices were removed together. Outside the patient anatomy it was noted the polymer coating was separated. The procedure was completed using a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter encountered resistance during removal over the guide wire. Factors that may contribute to removing the balloon catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, based on the condition of the returned device, it cannot be determined what contributed to the resistance encountered. It is possible that damage sustained during use, such as a kink or bend, contributed; however, this cannot be confirmed. Additionally, it is likely that interaction between the catheter and guide wire resulted in the reported polymer separation. Analysis of the retuned device noted tears on the polymer, this type of damage is consistent with catheter interaction. The polymer was also noted to be bunched distally, indicating removal against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.